Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported right heart failure and hypotension could not be conclusively determined through this evaluation. The submitted log file contained data from 10sep2020 09:10:19 through 13oct2020 13:17:31. The file captured the pump operating at a fixed speed of 9800 rpm with a low speed limit of 9200 rpm. No atypical events were captured. The pump appeared to function as intended and no other unusual alarms or events were captured. The pump operated at the set speed for the duration of the file. The account communicated that the patient experienced right heart failure and was positive for orthostatic hypotension. Multiple efforts were made to obtain additional information; however, no response was received. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent a pump exchange on 09dec2020. No product is available for investigation. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the hmii lvas. The relevant sections of the device history records for vad-61554 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30sep2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was inpatient for symptoms of right sided heart failure, lightheadedness and positive for orthostatic hypotension. Technical services reviewed the log file, which contained routine events and there were no notable alarm conditions or parameter changes.